Manufacturer narrative:
The ge representative conducted an on site investigation. The reported problem could not be duplicated. The system was tested and operates as intended.

Event description:
The customer reported that the screen on the 9900 system flashed black and white. No patient injury was reported.